Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: targeted therapy with a localised abluminal groove, low-dose sirolimus-eluting, biodegradable polymer coronary stent (target all comers): a multicentre, open-label, randomised non-inferiority trial.

Manufacturer narrative:
Date of event estimated. Date of implant estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported stenosis, thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The reported patient effects of stenosis, thrombosis and myocardial infarction are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the xience stent that may be related to the following: myocardial infarction, restenosis, thrombosis, re-hospitalization and revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled targeted therapy with a localised abluminal groove, low-dose sirolimus-eluting, biodegradable polymer coronary stent (target all comers): a multicentre, open-label, randomised non-inferiority trial. No additional information was provided.